Event description:
It was reported that the xience v stent delivery system separated in the patient prior to it reaching the target lesion. The separated shaft was successfully removed without issue as it was the proximal shaft that separated outside the anatomy. Four other xience v stents were successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.